Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted contrast visible in the loosely folded balloon, consistent with preparation and the balloon having been inflated. The entire length of the inner member between the markers was stretched and collapsed. The inner member was kinked distal to the proximal marker and the inner member was collapsed proximal to the proximal seal. An attempt was made to measure the inner diameter of the guide wire lumen; however, the mandrel was not able to advance past the kink in the inner member. The mandrel was then front loaded through the guide wire exit notch and advanced up to the kink in the inner member with no resistance noted. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to backload a new guide wire through the balloon catheter; however, the guide wire was not able to advance past the kink noted in the inner member between the markers. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, the catheter pressurized without the guide wire inserted, or high pressure/multiple inflations. A conclusive cause for the inner member collapse could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: mach1; stent: 3.0 x 18 mm promus. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the concentric, heavily calcified, mildly tortuous, de novo, 99% stenosed, proximal left anterior descending artery lesion, with target vessel diameter of 3.0 mm and target vessel length of 10 mm, a non-abbott guide wire was positioned and the 2.5 x 15 mm trek was inflated twice at 8 atmosphere (atm) for 10 seconds. During attempted removal, resistance was met between the balloon and guide wire 20 cm proximal to the guide wire distal tip. The trek was removed separately from the balloon out of the anatomy without issue. A second same size trek was used in the procedure. There was no reported adverse patient effect. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report filed, information was received stating that there was resistance met during removal of the trek from the guide wire. A 2.0 x 15 mm trek balloon was used in the procedure.